Manufacturer narrative:
The pump component of the system was tested for delivery accuracy and was found to be out of specification by +0.8%. The administration set that was in use at the time of the incident was not returned for evaluation, therefore delivery accuracy of the system as a whole could not be determined. The published delivery accuracy of the system +/-6%. The reporter admitted that the anti-siphon valve was not in use at the time of the incident. The instructions for use supplied with each administration set states that the anti-siphon valve must be used or else a delivery inaccuracy of +7% will occur. It was emphasized to the customer that use of the anti-siphon is required.

Event description:
Reporter stated that the pt woke up in the middle of the night and noted that the IV bag was empty when it should have contained 300ml. Pt tested her blood with a home glucose monitor and found glucose level to be low so drank some electrolyte replacement beverage and then felt ok. Reporter stated the administration set was securely attached to the pump but admitted that the antisiphon valve was not in line.